Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient. The results provided were: sid (B)(6), initial=35.1 ng/l /repeated=82.7 ng/l and 2.7 ng/l /centrifuged and repeated=1.4 ng/l /repeated on different instrument=2.1 ng/l. Customer reference range for troponin=0.0 to 15.6 ng/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data for alinity I stat high sensitive troponin-I reagent lot 69216ud00. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 69216ud00. Return testing was not completed as returns were not available. Historical performance of the alinity I troponin reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. Review shows that the median of the patient results obtained for the complaint lot(s) are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot(s). Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I stat high sensitive troponin-I reagent lot 69216ud00.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient. The results provided were: sid (B)(6), initial=35.1 ng/l /repeated=82.7 ng/l and 2.7 ng/l /centrifuged and repeated=1.4 ng/l /repeated on different instrument=2.1 ng/l. Customer reference range for troponin=0.0 to 15.6 ng/l there was no reported impact to patient management.